Event description:
On 11/18/96, co received info alleging that on 11/14/96, a female pt in recovery from a small bowel resection and subtotal gasterectomy "arrested." The pt was reportedly "trached" in the or and then moved to the ICU. The hosp reported that a pulse oximeter used with a model d-25 oxygen transducer displayed an oxygen saturation level of 90%-92%. The hosp conducted a calculated abg test. The hosp reported that its calculated abg test results correlated to an oxygen saturation level of 71%. The hosp reports to have swapped the n-200 pulse oximeter and d-25 with another system and that the oxygen saturation readings on this other system correlated to the hosp's calculated abg results. The hosp reports to have discarded the d-25 oxygen transducer involved in this report.